Event description:
It was reported that the lesion was in the heavily calcified, moderately tortuous, de novo, concentric, 75% stenosed, mid left anterior descending artery. The 2.75-15 mm trek rx balloon catheter was to be used for pre-dilatation; however, when an attempt was made to pressurize the balloon, the pressure did not increase. The connection between the balloon catheter and the indeflator was examined; however, the issue was not resolved. There was no resistance during advancement or retraction of the device from the patient. The trek balloon catheter was replaced with a non-abbott balloon catheter, which inflated without issue. No adverse patient effects and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to inflate the catheter may be related to numerous factors including, but not limited to, device damage during manufacturing, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, patient anatomy, or from an interaction with accessory devices (indeflator, rotating hemostatic valve or guiding catheter). Since there was no report of any damage or leaks noted during preparation for use, this may suggest that a product deficiency did not contribute to the reported complaint. The lesion was also characterized as moderately tortuous, heavily calcified and 75% stenosed, which may contributed to the reported difficulty. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation in determining a cause for the difficulty experienced. Based on the information provided and without the product to examine, a definitive cause for the reported inflation issue could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot and all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no evidence to suggest a potential product deficiency.